Manufacturer narrative:
(B)(4). G2: norway. D10 - medical product: catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # unknown. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Event description:
It was reported the the glenosphere loosened post-op. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). B3 and d6a - unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was further reported that the patient had an unknown initial surgery date and has been revised due to disassociation between the baseplate and taper adapter on an unknown date. No additional information is known.